Event description:
It was reported that the handrim cracked on the t4x24rda wheelchair and the end user cut them self. No medical attention sought and no specifics on the injury other that it was his hand that was injured.